Event description:
As reported by the user facility: reports while performing an epidural, the needle broke part way under the skin. It is unk if anything unexpected occurred during the procedure. The broken needle was retrieved from the pt with a surgical incision. The actual procedure the pt had come in for was cancelled.

Manufacturer narrative:
This report has been identified as b. Braun medical inc.(B)(4). One used epidural needle, without the original packaging, was received for evaluation. The needle was broken in half with several bends observed along the cannula, including a bend at the point of fracture. Incidents of this nature can generally occur when the needle is subjected to some type of trauma during use that stresses the device beyond its design capabilities. The damage observed on the returned needle appears consistent with the device being subjected to an excessive force which bent and ultimately fractured the needle. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or needle material number. There are no other reports of this nature against the reported lot number. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. All available info has been forwarded to the device manufacturer of the needle. If additional pertinent info becomes available, a follow-up report will be filed.